Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device was fired with a green 60 mm gst reload on gastric tissue during lap sleeve gastrectomy and was reported that it did not staple on the specimen side but did completely staple on the patient side. The case was completed successfully. There were no patient consequences or changes to the post-operative care of the patient. Current patient status is unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, and the left side partially fired. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 996a74, and no non-conformances were identified.